Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue using pump and to call back if any malfunction alarm recurred, which customer acknowledged and understood.